Event description:
During a routine follow-up, interrogation of the ICD could not be established. The decision was made to replace the device.

Manufacturer narrative:
H.3. Evaluation summary: co confirmed that the loss of communication was caused by a depleted battery. Co believe the cause of the depleted battery is from a random component failure, ram ic. The subassembly did not show excessive current during bench testing; however, there was ram corruption seen during the tests along with telemetry errors. We conclude that the failed ram did induce a high current state that depleted the battery. This is the first component failure of this type and is believed to be a random failure. We will continue to monitor for another similar failure, but will not conduct any corrective action at this time. H.6. Added evaluation codes.